Manufacturer narrative:
(B)(4) - operator not trained. (B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician who is not trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an unspecified procedure. Reportedly, after the device was deployed, calcium from the posterior artery wall broke free causing the leg to lose pulse. The vessel was noted to be occluded and the patient was taken to surgery. There was no reported adverse patient sequela. Though requested, additional information was not provided.